Event description:
The manufacturer received information alleging a trilogy ev300 device failed final test, active exhalation verification. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse), the customer's complaint was confirmed as the device again failed a test step during testing, consistent with findings from the previous technician. The fse replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. A preliminary system test was conducted. The device passed the exhalation test but system leak verification: pressure drop over 10s. The fse informed the customer of the secondary issue. The customer confirmed they had the necessary parts and would handle the repair internally. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.